Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the disconnection issue between the astral device and the external battery was due to a defective connector. The external battery was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had intermittent connection with its external battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing confirmed the reported no power output from the external battery. Based on all available evidence and complaint investigations of a similar nature, the reported no power output from the external battery was due to physical damage of the external battery dc plug assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had intermittent connection with its external battery. There was no patient injury reported as a result of this incident.